Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient was hospitalized for three days due to a power issue with the insulin pump. The patient¿s blood glucose measurement was reported as 100 mg/dl. This blood glucose level is considered within normal range and not indicative of a blood glucose excursion or serious adverse event. No further information regarding the patient¿s hospitalization was provided. Troubleshooting of the pump was not completed as the customer was unable/unwilling to troubleshoot the pump. The pump reportedly experienced a power issue associated with the battery life indicator on the pump continuously blinking without any reference to the amount of charge in the battery. Animas customer support made several attempts to obtain further information from the reporter; however, the customer was unable/unwilling to answer further questions. This complaint is being reported because the reporter alleged a patient hospitalization related to a pump power issue. If further information is obtained, this complaint will be updated accordingly.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the device has been returned and evaluated by product analysis on 10/26/2017 with the following findings: review of the black box data revealed records of unexplained power on reset events. The returned battery cap was intact, without damage, measured within required specifications and fit securely on the pump for testing. The battery compartment was intact and without damage. On investigation, the pump powered on to the verify screen with functioning audible and vibratory features. Investigation did not duplicate the alleged ¿no power¿ complaint. The pump was exercised for 24 hours without any interruption in power. Investigation did not duplicate the blinking of the battery icon during testing. The pump¿s electrical current draws measured within the required specifications. The total daily doses added up to correctly reflect the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. The pump was opened for further investigation and did not reveal any evidence of internal moisture or damage to the power circuit.